Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Initial visual inspection noted no obvious defects. Further visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and there was evidence of use, the pads trim pattern is correct, the energy connectors were found free of damages and presented a good connection. Per functional evaluation the pads were submitted to the flow rate test with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 1.34 l/min m2 of flow rate were registered during the test, the pad was noted to be crushed. Left thigh pad: a total of 2.07 l/min m2 of flow rate were registered during the test, the pad was noted to be crushed. Right chest pad: a total of 1.83 l/min m2 of flow rate were registered during the test, the pad was noted to be crushed. Right thigh pad: a total of 3.66 l/min m2 of flow rate were registered during the test. According the test method the flow rate was found to be unacceptable for the left and right chest pads and the left thigh pad. The flow rate of the right thigh pad was found to be acceptable. The flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown, therefore the device history record could not be reviewed. The instruction for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was giving a low flow. Therapy was interrupted in order to replace the pads with all new pads. Therapy was resumed with the new pads without any further issues.